Event description:
It was reported that a pump under infused blood to a patient. The device was programmed to deliver 250ml at an unknown rate over an unknown time. When the device alarmed infusion complete, it was observed that 200ml of blood remained in the IV container.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. At this time, the date of event is unknown.